Manufacturer narrative:
Investigation summary: material no. 360060. Lot no. 0304660. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 94 tube sst plh 13x100 5.0 plbl gold br had air bubbles in the gel. The following information was provided by the initial reporter: "customer reports air bubbles in the gel."

Event description:
It was reported that 94 tube sst plh 13x100 5.0 plbl gold br had air bubbles in the gel. The following information was provided by the initial reporter: "customer reports air bubbles in the gel."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to air in the pipeline during gel dosage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.